Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system showed low, out of range, shock impedance and noisy signals that were not oversensed. Several concerns were commented related to which was the origin of the out of range impedances. A follow up was suggested after several days to determine if the behavior of the impedances had returned to normal values. Before this episode, the impedance was at normal ranges. The system remains implanted at this time. According to the field representative, the patient was doing a lot of work on his vehicles and motorcycles in the days prior to the alert. The patient was brought in the day of the alert to check the lead and device. The shock impedance was back to normal when patient was brought to the office. No adverse patient effects were reported.